Event description:
It was reported that the patient had lost 40 pounds and caused the implantable neurostimulator (ins) flipped in the pocket. This caused the lead component to kink and wrap around itself. It was also reported that the ins had a normal elective replacement indicator (eri) status. A revision was also reported. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3889-28, lot# va09r5m, implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).